Event description:
The customer reported that the system failed to allow fluoroscopic exposures. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. Three c-arm control boards were removed and reseated. The system was tested and found to be working as intended and returned to svc.